Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. The guidewire got stuck inside the catheter and was unable to get it out. Catheter replacement resolved the problem. Procedure was able to be completed successfully without any patient complications. Requests for return of the device have been made, however, it remains unknown if the device is available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.